Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (260 mg/dl). Customer reported that pump settings were programmed incorrectly by health care provider. Customer addressed the elevated blood glucose by delivering a correction bolus via the pump. Additionally, customer inquired why the pump declined a bolus request after inputting 48 grams of carbs. Review of pump settings by tandem technical support confirmed that correction factor was 1:70 and carb ratio was 1:50. Based on these values, the pump would not recommend a bolus. Customer reported that the values were incorrectly set by health care provider. There was no adverse impact to blood glucose due to this issue. Customer reported that health care provider would be contacted to address pump settings.